Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg fails the auto test for impedance, gain, and offset. Gain and offset are used for impedance measurements only and do no affect stimulation performance. Ipg passed other functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with the scs system consisting of an ipg and two lead extensions connected to four percutaneous leads placed in the occipital region (off-label location) on (B) (6) 2007. It was reported that one extension became disconnected from the ipg and the patient experienced overstimulation in the occipital region. In addition, the patient was reportedly experiencing discomfort at the ipg pocket site. The patient requested that the ipg be explanted and replaced during the procedure on (B) (6) 2009 to reconnect the extension. No additional events have been reported for this patient. The explanted ipg was returned to ans for analysis.